Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced an elevated blood glucose of 400 mg/dl when the infusion site fell out during sleep. Reportedly the customer took a correction bolus after changing the infusion set site. Customer did not provide infusion set manufacturer.